Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin@home transmission showing several non-sustained right ventricular oversensing (nsrvo) episodes due to post-paced t-wave oversensing. Programming changes were made. Patient was stable and will continue to be monitored.